Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, the device was found to be in backup vvi. The patient condition was unaffected by the event. A device download was successfully performed. The patient was stable.